Event description:
Customer reportedly obtained a result of 147 mg/dl on the compact plus system and 82 mg/dl on a lab drawn within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system, and replacement was sent.